Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection at the lead incision site. As a result, surgical intervention was undertaken in 2024 wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue. The infection has resolved.

Manufacturer narrative:
Date of event, explant date, and patient's weight is estimated.